Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The 6947 lead is part of the advisory for this model. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed an impedance/resistance decrease. Daily hv-lead impedance trend data shows an abrupt decrease for defib active can on impedance = 44 to 24 ohms minimum and svc defib = 50 to 28 ohms minimum between (B)(4)-2011 and (B)(4)-2011. Analysis also revealed undefined resistance. Daily pace lead impedance trend data shows, 4 - weekly points missing for atrial pace bi impedance between (B)(4)-2011 and (B)(4)-2011. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead had low impedance. The lead was repositioned and is still in use. It was also reported that the right atrial lead had high thresholds, but the lead could not be repositioned because the helix would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.